Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product and provided pictures identifies the articular surface had a fractured post. Sem analysis was run on the returned part. The tibial uhmwpe bearing shows signs of potential post fracture and there is evidence of removal damage on the bearing. The articular surface shows signs of abrasions and burnishing consistent with in vivo usage. There is possible impingement damage. Possible fracture initiation area identified on a side edge of the post. There is also evidence of overloading fatigue. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available x-rays do not provide additional information. No other medical records were provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient has had both left and right nexgen knees. Four and six years post original implantation, patient underwent revision surgeries for each knee to replace fractured articular surface posts. Six years post revision, it was again reported that patient had a fractured post and underwent a third revision surgery to perform an articular surface exchange on the left knee.

Event description:
It was reported that patient has had both left and right nexgen knees. Four and six years post original implantation, patient underwent revision surgeries for each knee to replace fractured articular surface posts. Six years post revision, it was again reported that patient had a fractured post and underwent a third revision surgery to perform an articular surface exchange on the left knee. It was later reported that during the revision surgery, the sales representative noticed a lot of bone or dense tissue had formed within the notch of the femoral component. It was noted that there was enough bone to obstruct a post on the poly and that it was new bone formation that had clearly formed after the prior surgeries. The patella also had extensive tissue and bone that grew circumferentially over the rim of the patella. The surgeon meticulously removed the overgrowth with a curette before completing the articular surface exchange.